Event description:
A physician reported that following intraocular lens (iol) implant surgery, a patient is having blurred vision. The physician believes the lens is defective due to the patient having three diopters of cylinder remaining after iol implantation. Additional information was received from the surgeon, who reports that it is "unknown" if the device caused/contributed to the event. The surgeon also reported that the event is continuing due to significant astigmatism.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The iol remains implanted. Results from the product history record review indicated the product met release criteria. Additional information was provided, which indicated an approved cartridge was used with approved handpiece. The viscoelastic that was used is not approved for use with this combination. The product investigation could not identify a root cause. Not enough information was provided to conduct a review on the cartridge lot. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received on (B)(6) 2015. (B)(4).